Event description:
Customer reported an issue with the incorrect time setting on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor any future discrepancies.